Event description:
It was reported that the balloon did not inflate before use. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed balloon lumen leakage observed through a slit, 0.022 inches in length, at the 12.9 cm area (distal of the thermal filament). No visible damage to balloon latex. A CAPA is in process for slit in catheter body related to balloon inflation.